Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that the orientation port of a smiths medical portex® endotracheal tube was noted to be inclined more sharply. There were no reported adverse effects.

Manufacturer narrative:
Three portex endotracheal tubes were returned for analysis; one returned in used condition without original packaging; one returned in used conditions with its original open packaging; one returned in new condition with its original closed packaging. Upon visual exam the two used samples were received without the stylet inserted, the new sample was received with the stylet inserted; no discrepancies were observed with the tip. The two returned used products were tested inside a plastic bag with a gauge and verified with the mandrel that was used in the procedure for bend and round tip operation, the new sample was tested without the plastic bag; no discrepancies were found. Relevant documents were reviewed and deemed adequate. An audit of the production floor was performed with no discrepancies noted. Operations were reviewed: training records of the operators that perform the bend and round tip operation were reviewed, training records of the operators that perform the stylet end form bent tube operation were reviewed, bend and round tip operation was reviewed, and stylet end form bent tube operation was reviewed; noting no discrepancies. The bend and round tip operation was audited during thirty two (32) units; the bend and round tip operation was performed according to the test method stated in the manufacturing procedure; no discrepancies in the orientation of the tube were detected during the thirty two (32) units tested. Based on the evidence, the root cause is unknown as the complaint is not confirmed.